Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a vizigo and the tip was deformed causing resistance with the patient¿s vasculature. It was reported that during the operation, it was found that the tip of the outer sheath was deformed. No wires were exposed and the device did not enter the patient's body. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and dimensional test of the returned device were performed following j&j medtech procedures. Visual analysis of the returned sample revealed that the shaft was bent in the distal area, and the fourth electrode was slightly deformed. No electrodes lifted or wires exposed were observed. A dimensional test was performed, and the outer diameters of the sheath were found within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. Since the shaft of the sheath was found severely bent, this failure could be related to the tip and sheath shaft rough issues reported, therefore, the customer complaint was confirmed. The potential cause of the shaft condition could be related to the excessive force or manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: prior to inserting the device into the patient, pre-assemble the steerable sheath and dilator. During insertion, use caution not to create excessive bends that may lead to crimps in this device. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 12-sep-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a vizigo and the tip was deformed causing resistance with the patient¿s vasculature. It was reported that during the operation, it was found that the tip of the outer sheath was deformed. No wires were exposed and the device did not enter the patient's body. A second device was used to complete the operation. There was no adverse event reported on patient. The event was initially considered not reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 20-aug-2024, additional information was received indicating that the issue was found when they opened the package and discovered the push was not smooth. There was resistance when inserting the sheath through patient¿s vasculature. The patient did not have any mechanical valves, the sheath tip was non-slippery and there were no lifted or damaged electrodes.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).